Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer was instructed to restart the device and if the error happened again to send the unit in for evaluation and repair. The customer informed tac of the event. The device will be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed an e629 error code on the laser app. The issue occurred during an unspecified procedure that was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported the subject device displayed an e629 error code on the laser app. The issue occurred during an unspecified procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d9, g1, h2, h6, h11. The device was not returned to olympus for evaluation therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed, a definitive root cause of the reported issue could not be determined. Therefore, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.